Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced a seizure that required hospitalization due to between the continuous glucose monitor (cgm) and blood glucose (bg) meter. No treatment details were provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.